Manufacturer narrative:
An investigation of the reported condition was performed. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no issues identified with the operation of the equipment during the review. There were 2 samples (1 opened, 1 unopened (customer's packaging)) submitted with this complaint. The opened sample was cracked at the luer of the hub and the lugs of the hub were damaged from what appeared to be forcible attachment of the device. The unopened sample had no signs of damaged. The reported condition is confirmed. The exact root cause could not be determined based on available information. Prior to a lots release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for hub leaks and damage. The lots met all defined acceptance criteria and were released. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. The investigation did not identify a systemic issue with the product or process. It is recommended the user consults the instructions for use for guidance when attaching the device.

Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. Customer reports: the nurse noticed that the needle was broken (blue needle hub) before injection. The hub assembly and needle disconnected from the syringe. There was no harm to the patient reported.